Event description:
Customer reported levophed infused in over 30 minutes. The rn hung levophed for pt as ordered. The pt was currently receiving normal saline continuously. The clamp was never clamped in this process. The drip chamber was checked prior to the rn leaving the room and appeared to be infusing properly. The rn returned 30 minutes later to find the entire bag of levophed empty (it was supposed to infuse over 60 minutes), and tubing tinted yellow going into pt with about 1/2 to 1 inch backflow noted in primary IV fluid. Another rn was called to check connections. The customer is requesting a log review. Customer stated that no additional event or pt information is available. There was no pt harm and no report of medical intervention required.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Method: field left blank - no available code for data/log review.